Event description:
The patient was revised for pain. Revision surgery found the femoral and tibia components to be loose. It was reported the patient fell, causing devices to loosen.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product lot codes required to search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the root cause of the reported device loosening. Provided information stated the patient experienced trauma (fell) on three occasions causing the components to loosen. The reported patient large physical stature could also be a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.